Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned, defect was not confirmed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5303788. FDA notified?: the initial reporter also notified the FDA on 7/25/2016 via medwatch # (B)(4). Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter after blood sample collection the needle was separated from the tube and excess blood was noted remaining within the needle tube holder open cylinder, on the top of the tube and on the phlebotomist's gloves. No injury, no medical intervention, no mucous membrane exposure.